Event description:
It was reported that: "dr. Implanted 2 joints - both allegedly stryker. (B)(6) 2009- right knee- revised in (B)(6) 2010, and a right hip implanted in (B)(6) 2011. In early (B)(6) 2011, pt injured his right hip. He further alleges that his right leg is how shorter than prior to surgeries."

Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.